Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3889-28, lot# v027287, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced one unexpected device related visit to the health care provider (hcp) or hospital. It was also noted that the patient sent a positive response regarding a device related hospitalization ¿and/or¿ urinary tract infection. Care was sought at the ¿implant site¿ and no urinary tract infection was noted. Three days later it was reported that the patient had bladder pressure ¿all night.¿ the patient was going to the bathroom every five to ten minutes. The patient noted that she ¿cannot eat cabbage,¿ as it caused her pressure, and the green salad she ate must have had ¿romaine in it.¿ the pressure and urgency problem continued for ¿the rest of the week.¿ on (B)(6) 2013 the health care provider (hcp) did a culture and urine test. No infection or bacteria growth was seen. On (B)(6) 2013 the hcp ¿upgraded the patient¿s programmer.¿ the hcp also did a bladder injection of hormone medication and healing agent. The hcp also started a prescription of ¿estrace¿ that the patient was to use twice a week. The hcp stated that it ¿would take several days for the bladder to get back in shape again.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the clinical diagnosis was urinary tract infection (uti). It was noted that the diagnostic type was laboratory testing which showed abnormal information that came from an outside source. It was noted that it was not related. It was noted that the actions taken included an unscheduled clinic or office visit. It was noted that medications were administered and the outcome was resolved without sequelae on (B)(6) 2013.